Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: -device evaluated by photographs provided. Device was confirmed to be fractured. -the device history records were reviewed and researched for deviations and/ or anomalies with no deviations/ anomalies identified. -a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was trialing poly with patient knee flexed. Attempted to remove the poly per the surgical technique when the posterior medial corner of the left mc poly trial broke off. The broken pieces were removed and the surgery was completed using a different instrument. No trial plastic was left in the patient. Attempts have been made, but no further information is available at the time of this report.